Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the info a reporter/layperson (pt's granddaughter) gave to the customer care advocate (cca). On (B) (6) 2010, the reporter called to obtain assistance setting up the pt's onetouch ultra meter after installing a new battery. During the call, the pt was symptomatic. The following info was reported. The reporter learned on (B) (6) 2010 that the pt had not been testing for two weeks due to a power issue; the pt had never changed the battery. Because the pt was showing symptoms of sweating and shaking on (B) (6), the reporter stated, "I came to the conclusion something was wrong [with the meter] and that she had not been testing." The pt self treated with assistance from the reporter. The pt then purchased the new battery. Although the meter powered on when the reporter inserted the battery immediately before call to the customer service on (B) (6) 2010, it powered off as the reporter was setting the time with help from the cca. The meter would not turn on again. The reporter informed the cca that the pt was again shaking and sweaty (5:17 pm et), having had the same symptoms around 9:45 a.m. The same day. The reporter had treated the pt with juice, something to eat to relieve the symptoms, and her daily oral diabetes medication. Because the reporter alleged that the pt was having symptoms of hypoglycemia due to the inability to test for several weeks after the meter would not turn on, the complaint is reported. The cca replaced the meter, strips, and control solution.